Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ. No product malfunction has been reported nor revision surgery. It is unknown if patient followed post-operative directions. Potential adverse events and complications "...as with any major surgical procedures, there are risks involved in orthopedic surgery..." "...potential risks identified with the use of this system, which may require additional surgery, include: fracture of the vertebra..." Patient education: "...the patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Post operative warnings: "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..."

Event description:
On (B)(6) 2010, a patient underwent an interlaminar lumbar instrumented fusion at l4-5 levels. A third party 12 month post-operative radiographic film reported a superior l4 spinous process fracture. It was reported the patient had no neurologic symptoms throughout the postoperative course and was neurologically intact, patient had successful fusion.